Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit due to an elevated blood glucose level of 1058 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer had used a bad vial of insulin that was previously frozen. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.